Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of over 500 mg/dl and diabetic ketoacidosis. Customer indicated that the pump didn't deliver the correct amount of insulin. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.